Event description:
It was reported that the atrial lead had poor sensing. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation was extrinsically breached due to a cut. It was also noted that there was blood on the proximal conductor of the lead - not obstructed, and the visual summary analysis of the lead indicated damage at implant. The electrical resistance and cross continuity test results were within specifications. Visual inspection found outer insulation breached cut/extrinsic. According to the amount of blood along lead length, the breached of outer insulation might occur at the implant and it did contribute to the electrical complaint.